Event description:
The graft was replaced and the surgery was successfully completed.

Event description:
Doctor performed thrombectomy and apparently found organized seroma at the venous anastomosis. The user stated that the graft appeared to be leaking.